Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this patient with a cardiac resynchronization therapy defibrillator (crt-d) had a syncopal episode and was in the emergency room. Review of the device found no stored episodes, and presenting egm found device was operating as programmed. Additional information determined that the physician was not able to determine the cause for the syncopal episode, and the thresholds were not confirmed at the time of the event. The patient was not dependent, however he was 100% paced because he has a bi-v device. The patient was placed in a rehab center with bad orthopedic problems, which may have contributed to the initial fall. The device remains in-service. No additional adverse patient effects were reported.